Event description:
Rptr has soreness, pain, and hardening of the left breast. There are protrusions in two places in the left breast. The approx date of the problem started on 1/1/87. The time between implant surgery and onset of problems was approx two and one half years, as the surgery was done 8/20/84. Her age at the time of surgery was 50 years. The procedure was done for augmentation.